Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and the insulin was squirting out during the manual prime process. Customer¿s blood glucose level was 77 mg/dl. Customer stated that the insulin continued to drip after motor stops during the manual prime process. Customer stated that they were unable to exit the preparing to prime loop and the rewind message occurred after an alarm or alert also they were stuck in rewind complete or bolus delivery loop. Customer reported that the drive support cap appeared to be normal. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.